Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar tibial nailing procedure, a drill bit hit the nail and would not pass through as the surgeon was drilling though the guide. All connections were checked, and all were tight and the arm was not wobbling. When repeated, the drill bit hit the nail again. The surgeon then pulled the aiming arm off and used perfect circles technique and the same procedure proximally. The procedure was successful. There was a ten minute surgical delay. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The 03.010.440, lot# 14-6678 insertion handle for suprapatellar was received intact. The device is in good condition showing very little wear. The device was manufactured in august 2014 and is only a few months old. The 03.010.440 insertion handle for suprapatellar, along with others, is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails. The device was returned and reported to have contributed to a misalignment preventing a drill bit from passing through the proximal screw hole in a tibial nail. This condition is unconfirmed; when all the returned parts were assembled along with a 04.004.343, lot # 7410724 titanium cannulated tibial nail-ex test sample, the instruments properly targeted all proximal locking holes. It is likely that soft tissue obstructed the path of the drill bit and caused the drill bit to miss the locking hole. The drawing for the insertion handle was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Correction response: ¿device evaluation anticipated, but not yet begun (02).¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.